Event description:
The hcp reported that the pump was replaced due to battery depletion. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.